Event description:
It was reported that during a laparoscopic assisted vaginal hysterectomy procedure, the top jaw flexible site broke on the patient. There were no patient consequences. Case completed with another device of the same product code. One device was discarded.

Manufacturer narrative:
(B)(4). Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent